Event description:
The customer reported a leak from pinch valve pv49 involving the lh 500 hematology analyzer. The customer indicated that a small amount of fluid leaked onto the countertop. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event. The customer stated that the instrument generated no error messages during the event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone and the customer was able to replace the affected tubing at pinch valve pv49 to resolve the leak. The customer has not reported a recurrence of the leak as of (B)(6) 2013. Failure mode of the leak is attributed to the tubing at pinch valve pv49; the customer was able to replace the affected tubing with the help of the cts over the phone to resolve the leak. (B)(4).